Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2009, approx 11 months post a mid and proximal rca stenting procedure with two xience stents, the pt was hospitalized with chest pain and shortness of breath and was diagnosed with a q-wave mi/troponin and ck elevation. Diagnostic coronary angiography revealed 100% stenosis within the mid rca. Balloon angioplasty was performed as treatment. No additional event or pt information is available.

Manufacturer narrative:
The second xience v indicated is being reported under the same MFR number.